Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2 years to 3 months in 1 year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device change out is schedule for (B)(6) 2022. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2 years to 3 months in 1 year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device change out is schedule for (B)(6) 2022. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2 years to 3 months in 1 year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device change out is schedule for october 2022. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2 years to 3 months in 1 year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device change out is schedule for october 2022. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.